Event description:
It was reported that during a mid right coronary artery stenting procedure, the xience xpedition failed to cross the lesion. During removal, the stent caught on the guide catheter, causing slight damage to the stent. There was no adverse patient sequela and no clinically significant delay in procedure. Another 3.5 x 28 mm xience xpedition was placed without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.